Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on september 12, 2017, (B)(4).

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. It was reported that the device was electively explanted, therefore the investigation was performed based on available clinical information. There were no symptoms or allegations of a device deficiency reported, therefore no specific device analysis or other investigation is deemed necessary at this time. There are no indications that the reported issue is related to any device failure. The device lot number was not made available, as of the date of this report. Based on available records, the approximate year of initial implantation was 2011.